Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported an elevated blood glucose (bg) level of 500 (mg/dl). A syringe bolus was delivered to address bg levels. Due to occlusion alarm occurring in the past and supplies being changed, troubleshooting to determine the source of occlusion was unable to be performed with tandem technical support.